Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that after use on a patient, the cardiosave intra-aortic balloon pump (iabp) was dropped and has some physical damage. There was no patient involvement and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the upper display bezel, lower display bezel, and the upper hinge cover. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.